Event description:
It was reported that patient was not able to feel a stimulation sensation. It was noted that the patient had fallen at some point, but details regarding this incident were not provided. It was noted that the impedances of the device were between 500 and less than 4,000 ohms. It was noted that high impedances were found at 2.7 v, but impedance measurements were within the normal range at 2.5 v. It was noted that an 'intermittent open may have occurred.' After reprogramming, the patient was able to feel stimulation. It was noted that an x-ray was scheduled to determine if the device had moved, but the results were not available. The patient was instructed to stay on their current program and setting for a few weeks. The patient had a scheduled follow-up appointment with the physician and manufacturing representative in. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that, in (B)(6) 2011, the patient had fallen down stairs that resulted in a brain injury. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3093-33, lot# v536664, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).